Manufacturer narrative:
E1 patient city - (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the germany. It was reported that infusion set was leaking at site.there was no stress or pull on the infusion set tubing. No further information available.